Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was removed and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).